Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: the pump's black box data had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated or observed during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with extreme drowsiness associated with an inaccurate delivery issue. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change, the pump being suspended and an alarm. The basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.